Event description:
During induction of labor, a utah balloon was inserted into the patient's uterus. After the balloon was fully inflated and was being checked for placement, it broke inside the patient's uterus. The balloon was removed, and all pieces were present. There was a large hole noted in the balloon. The patient reported feeling the balloon burst but did not experience harm.